Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime/force sensor system test due to a faulty force sensor resistor. It was not possible to perform the occlusion test and excessive no delivery test due to a prime/fill anomaly. The motor was tested outside of the device and passed. All buttons functioned properly. No damage was noted on the keypad traces. The connector on lcd board was locked. The insulin pump had a minor scratched display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer's blood glucose was unknown. The customer's insulin pump was not exposed to a high magnetic field and was not dropped. The customer had discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. The customer was advised the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.